Event description:
The patient reported that she filled her cartridge on (B)(6) 2011. She reportedly went to bed and was awakened by an alarm; she reportedly removed the cartridge and it was empty and she noticed the cartridge and compartment were damp. The patient reported that her cartridges usually lasted her four days. The patient reported that her blood glucose was 439 mg/dl. This report is made based on the allegation that the cartridge may have malfunctioned.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.